Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. It was reported that the image was not to protocol as the patient's head was tilted and the nose was missing from the image. It was noted that the tracer registration focused on one side of the patient's skull.

Event description:
A manufacturer representative reported that, while in a shunt placement procedure utilizing electromagnetic (em) navigation, it was reported that an imprecision occurred as the surgeon could not hit the ventricles with the shunt. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.